Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Nurse reported via phone call damage to the insulin pump. Customer's blood glucose level has gone as high as 353 mg/dl. Nurse advised that the reservoir compartment was cracked after the insulin pump was dropped. Troubleshooting for the cosmetic damage on the insulin pump was performed. Nurse called back and advised that the damage is located on the battery side of the insulin pump. Nurse advised the device shut off for 3 hours the night before and customer as a result has high blood glucose levels. Nurse advised that the insulin pump is giving a battery test error. Nurse advised they can't troubleshoot because the customer is wearing the insulin pump. The device is being held by rubber bands and is somewhat delivering insulin to the customer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.